Event description:
Information received a smiths medical cadd extension set reported by a registered nurse leaking of blincyto chemo drug that was infusing in a patient for four days. She noticed of the leaking around filter on day three. The pharmacist confirmed there are surfactants in medication that may cause fluid leakage. No patient harm was reported or adverse event related to infusion therapy.